Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for ise indirect na, ci for gen.2 (sodium and chloride) on a cobas 8000 ise module. Of the two mentioned tests, an erroneous result was reported outside of the laboratory for chloride. The sample initially resulted as 137 mmol/l and this value was reported outside of the laboratory to medical staff. The sample was repeated, resulting as 99 mmol/l. The repeat result was believed to be correct and the medical staff was informed that a correction needed to be made. The patient was not diagnosed based on the erroneous result. The patient was not adversely affected. The chloride electrode lot number and expiration date were asked for, but not provided. The field service engineer cleaned a probe and checked alignment on the instrument. He ran precision studies and these passed. He performed mechanism checks and diagnostic checks; all results were within specifications.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.